Event description:
It was reported that during a da vinci si sacrocolpopexy procedure the mega suturecut needle driver instrument cable was fraying. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the one grip close cable was frayed at the distal idler pulley. The frayed strands stuck out at the wrist. Failure analysis also observed that both grip cables on the one side of the distal clevis were derailed from distal idler pulleys. The grip open cable was seated on the outermost pulley and the grip close cable was exposed on outside of pulley. The yaw motion was non-intuitive as a result. The other cables at the wrist were undamaged. The evidence was inconclusive, but the cable derailment may have contributed to the fraying. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.